Event description:
Pt reported the cartridge leaked insulin into the cartridge compartment of the infusion device. Pt changed the cartridge, adapter, and infusion set and noticed additional insulin in the cartridge compartment 1-2 hours later. Pt experienced elevated blood glucose as a result and delivered insulin via pen and infusion device as a correction. The infusion device was requested for evaluation. The cartridge was discarded and will not be returned for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.